Event description:
The facility reported that a colleague triple channel infusion pump failed during pt use while the pt was undergoing extracorporeal membrane oxygenation (ECMO) therapy. Channel a and channel b were reported to be in use when channel a failed with a 4:311 failure code at 13:55. The nurse removed the tubing from channel a. Two minutes later, the nurse reported that channel b failed with a 714:00 failure code. The nurse was able to switch to a different pump and resume therapy. There was no pt injury or need for medical intervention. Although attempts were made by baxter sales to obtain additional info from the reporting facility, details were not available regarding pt demographics, set up of pump, or medications being administered.